Event description:
Caller states the pt tested 3.9 inr and 2.2 inr on the coaguchek test system. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter strip lot 458a, exp 05/31/2008, cat/3116247.

Manufacturer narrative:
Suspect device is coaguchek test strip lot.